Manufacturer narrative:
Please note that this specific reference is not marketed in us, however, similar devices with a greater thickness are marketed in us and the screw involved is the same for all gmk-hinge liners. Clinical evaluation performed by medacta medical affairs director: about 4 years after a revision tka, at follow-up visit the surgeon recognized that the insert had dislocated and the insert fixation screw was broken. Reportedly, the knee had acquired a very significant laxity, so much so that an insert of 20mm thickness was used to replace the original 10mm. When such laxity intervenes, it is possible that the space between the femur and tibia can be increased very significantly during some movements, as the knee cannot rely anymore on the compacting mechanisms induced by the surrounding soft tissues. In these conditions, the post connecting femoral and tibial component is lifted and acts on the insert with an increased lever arm, which in this case may have caused the fracture of the locking screw. Altogether, it's a very unusual sum of circumstances. The main components were found to be stable and efficient and left in place, only the insert was replaced with a thicker one to give stability to the joint. The surgeon decided to refrain from exchanging the tibial component for a new one to limit the surgical load on the patient and be able to carry out a light operation. In this way, replacing the insert locking screw was not possible, which is of course a suboptimal compromise dictated by medical reasons, but it's likely that the artificial joint can work seamlessly, particularly if the stability achieved is preserved by the soft tissues involved. Investigation performed on the pictures received by medacta r&d knee project manager: revision surgery of a gmk hinge implant after about 4 years of implantation due to tibial insert dislocation and breakage of the tibial insert secure screw. From preliminary investigation based on the picture of the explanted components (tibial insert, broken part of the secure screw, hinge post and its screw). The screw is broken in its threaded shaft, at the level of the cantilevered portion of the screw when fixed in the baseplate. The cause of the dislocation and the screw breakage is likely the reported laxity of the knee, which increased over time from the primary surgery so that the original 10mm insert was replaced with a 20mm one during the revision surgery to stabilize the joint. Laxity can ultimately increase share loads at the level on the tibial insert and so on the screw; laxity reduces constraints and leave the possibility for the femur to lift on the anterior/posterior lips of the insert increasing the lever arm at the tibio-femoral interface. From preliminary investigation, there is no evidence that the event is related to a faulty device. Visual inspection performed on the received explants: revision surgery of a gmk hinge implant after about 4 years of implantation due to tibial insert dislocation and breakage of the tibial insert secure screw. From visual inspection based on the explanted components (tibial insert, broken part of the secure screw, hinge post and its screw) we can notice that the screw is broken in its threaded shaft, at the level of the cantilevered portion of the screw when fixed in the baseplate. The liner looks damaged in its anterior part, presenting a crack in front of the screw hole; the articular surface looks deformed as the femur was articulating on the anterior lips while transmitting shear load on the insert. The cause of the dislocation and the for screw breakage is likely the reported laxity of the knee, increased over time from the primary surgery so that the original 10mm insert was replaced with a 20mm one during the revision surgery to stabilize the joint. Laxity can ultimately increase share loads at the level on the tibial insert and so on the screw; laxity reduces constraints and leave the possibility to for the femur to lift on the anterior/posterior lips of the insert increasing the lever arm at the tibio-femoral interface. From visual inspection, there is no evidence that the event is related to a faulty device. Batch review performed on 20 january 2025: lot 189400: (B)(4) items manufactured and released on 15-feb-2019. Expiration date: 2024-01-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported since the release on the market of the device.

Event description:
Revision of gmk hinge prosthesis at about 3 years and 10 months post primary due to breakage of inlay screw, which resulted in a displaced inlay. It is likely that the screw that fixates inlay on tibial plateau broke due to increased laxity of the knee, which resulted in increased stress on the fixation point. It is likely that the increased laxity developed over time, but the previous postoperative state is not known. An inlay change from 10 to 20mm has been performed, while leaving femur and tibial component intact. It was not possible to fixate a new inlay screw, as the thread of the broken screw could not be liberated from the broken piece of the previous one. So no fixation inlay screw was implanted finally.